Event description:
It was reported on the 2nd day of the treatment utilizing a pico, that the pump has not been working. It was unclear when the pump stopped. It did not start again when the start button was pressed a few times, and the problem was not solved by exchanging batteries. The treatment was continued with a backup pico7. No patient harm or delay. The pump will be returned for investigation.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. The returned pump was passed to our in house experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our experts have provided a report of the analysis undertaken, this confirmed that the device was tested prior to being disassembled for assessment ¿ the device performed as expected without issue. The reported complaint was not confirmed as the device passed performance tests.